Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: a stain entered inside the lens through a gap on the adhesive on the distal end. The following non-reportable malfunctions were found during the device evaluation: the up down knob cannot be locked securely due to wear of the forceps elevator level, the elevator channel plug is loose, the switch 1 has a cut, the suction cylinder has discoloration, the channel tube has a pinhole causing water tightness to be lost, the acoustic lens is damaged, the adhesive around the objective lens is worn, the adhesive around the light guide lens is worn, the adhesive on the distal end rubber has a crack, the bending angle in up direction does not meet values due to wear of angle wire. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a defect in the working channel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between acoustic lens and ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.